Event description:
It must be getting stuck / I've got bits just hanging down there and I can't even cough it up/ I've got a big glob of stuff in the in down my throat/ it's something stuck down there [medication stuck in throat] I'm coughing up [coughing] black stuff is coming out and that's from the actual products/ when I am coughing up. It's black/ sticky [sputum discolored] my throat's getting that sore from coughing all the time from the stuff coming up/ I've got a, a sore throat [sore throat] it's giving me annoying the crap out of me [discomfort] if you swallow it, which oozes out of your/ the strange thing is I did it/ is that going in your stomach/ the polident is going down my throat/ it's all gone down my throat [accidental ingestion of product] in which it shouldn't do, it states it in your little, little uh on your box, right, and you don't put that much on there. But um the strange thing is I did it ./ I'm hardly putting any on my upper denture [inappropriate product dose administered] which oozes out of your/ it's coming out/ I'm hardly putting any on my upper denture and it's still coming out/not sticking in the denture/ product is not working [product complaint] case description: on 2024-10-21 a spontaneous case was reported in australia by a patient via call center representative (phone). On 2024-11-08 new information was received for this case. The report concerns a male consumer. The consumer received polident power max hold + comfort (carbomer+carna+polma cream) lot number tf6s and expiry date 2025-12 for an unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident power max hold + comfort, the consumer experienced medically significant event it must be getting stuck / I've got bits just hanging down there and I can't even cough it up/ I've got a big glob of stuff in the in down my throat/ it's something stuck down there (preferred term: foreign body in throat). The outcome of the events foreign body in throat was unknown. On an unknown date, the consumer experienced a non-serious black stuff is coming out and that's from the actual products/ when I am coughing up. It's black/ sticky (preferred term: sputum discolored), which oozes out of your/ it's coming out/ I'm hardly putting any on my upper denture and it's still coming out/ not sticking in the denture/ product is not working (preferred term : product complaint), if you swallow it, which oozes out of your/ the strange thing is I did it/ is that going in your stomach/ the polident is going down my throat/ it's all gone down my throat, in which it shouldn't do (preferred term : accidental exposure to product), I'm coughing up (preferred term : coughing), my throat's getting that sore from coughing all the time from the stuff coming up/ I've got a, a sore throat (preferred term : oropharyngeal pain), it states it in your little, little uh on your box, right, and you don't put that much on there. But um the strange thing is I did it. / I'm hardly putting any on my upper denture (preferred term: incorrect dose administered) and it's giving me annoying the crap out of me (preferred term: discomfort). The outcome of the events sputum discolored, product complaint, cough, accidental exposure to product, oropharyngeal pain, incorrect dose administered, and discomfort was unknown. No medical history was reported. No drug history was reported. The action taken were: for polident power max hold + comfort was unknown. The dechallenge was unknown and rechallenge was not applicable for all events. The reporter causality of the events coughing, foreign body in throat, sputum discolored, oropharyngeal pain and discomfort with respect to the suspect was reasonable possibility. The reporter causality of the events product complaint, incorrect dose administered, accidental exposure to product with respect to the suspect was not reported/ not assessable. This case was associated with a product complaint. The pqc number was reported as (B)(4). The reporter provided the following comment: "you do polident power max. Right, I just want to know, is there a base. This stuff is supposed to be nontoxic and if you swallow it, which oozes out of your, in which it shouldn't do, it states it in your little, little uh on your box, right, and you don't put that much on there. But um the strange thing is I did it and then I'm cough, and black stuff is coming out and that's from the actual products so I can, you know, so that, is that going in your stomach? No, no, no, no, no, no. The polident is going down my throat, and when I'm coughing up because it must be getting stuck on their cause they're not dissolving. And when I am coughing up. It's black. It's the, no, no, not colors, the whole lot of the actual. Sticky, bloody, polident is actually black. "No, it's happened over the last two weeks. And you know, I'm, getting to the stage where it's supposed to bloody keep your teeth there, fair enough, but it's coming out. I'm like, I've got to the stage where I'm hardly putting any on my upper denture and it's still coming out. And I don't have to worry about reaching my mouth but because it's it's all gone down my throat. "Hold and comfort. Yeah, that's correct. And it'll be, uh, you know, you know it'd be nice if I can let you put down your throat to drag it out because I've got bits just hanging down there and I can't even cough it up because my throat's getting that sore from coughing all the time from the stuff coming up.in australia 4 months, 4.and, and I'm even, even swapped it over tried for about a week or two. Flixodent ultra. The red stuff and that does the same too, and I'm, I'm going to ring them up too because I even had the actual, you know, the, um, what do they call them? Uh, they're like a thing where they, they sit in there and they're supposed to god, I mean, I swallowed 2 or 3 of them. It's like a tissue type stuff that you cut out the the thing and you stick, put it in your denture. Oh my god. I don't. We'll put it this way, when I started using it because I got my denture done 6 months ago. This is when it started, when I had to put the stuff in because the dentist told me to buy this stuff, so it doesn't move. And so lo and behold. It's like I've got a big glob of stuff in the in down my throat, which I can't, and I keep trying to cough it up, but it's stuck there, so it's not dissolving, is it? "Why if it's, if it, if it's coming out of the denture and not sticking in the denture when you, when, when it's in your mouth. It shouldn't come out. It should stay there. That's what it's supposed to do, but it's not. Product is not working, because I spoke to that many people and they said, well, your best bet to ring up the company because they'd like to hear. And I even like to ring up, but I'm ringing up this time I just had enough of it.cough cough and I, I got the sta where I've got a, a sore throat. I'm taking cough lollies. It's like it's something stuck down there. My god, it's giving me annoying the crap out of me. I go by what it says on the box. That's what it says expiry date is 2025/12. And it's got I think 2 or: I don't have to do with the tea or not because it's on the barcode there.tf6s. So, yeah it is a t, yup. For and number 6 and s for .from .they're the ones that recommended it. No, they told me to go to [redacted]. They, they told me to go to [redacted] to get it. It'd be about 3 months. Cause I was using these another product thing. I forget what it's called. They're, they're a tissue thing that's supposed to set in the bottom of you. Your den so when you put it up there and it's supposed to pumping it like a cushion. Well, I was swapping near enough bloody swallowing them because I wasn't doing the job, so they, they just said try the following. So that's what I did. Today cause I use yeah, well, I've, I've used the others right. So I'll just be started, and I because I don't do that. I'll be eating baby food. The next 4 months. So that's why I didn't chance to to get it and do a biopsy and then take the cancers up to you. Because I just wanted well, no, I, I was coughing near the near the uh toilet. And that's what's coming out, and I'm looking in the bottom of the right, well, I'm looking in the bowl there and I'm going. What the hell and the setup. A few times, that's all". Follow up information 1 was received on 2024-11-08 from quality assurance department regarding case number (B)(4) for lot tf6s. Investigation evaluation: this is the second complaint of this nature for this batch. No complaint sample was received to site. The retain sample was recalled to site and sent to the lab for testing. The testing of the retain sample has met the required quality standards. From the above it is deemed there is no quality, safety or efficacy issues relating to this lot. This complaint is deemed unsubstantiated. Complaint conclusion stands unsubstantiated and complaint number was (B)(4)

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
It must be getting stuck / I've got bits just hanging down there and I can't even cough it up/ I've got a big glob of stuff in the in down my throat/ it's something stuck down there [medication stuck in throat] I'm coughing up [coughing] black stuff is coming out and that's from the actual products/ when I am coughing up. It's black/ sticky [sputum discolored] my throat's getting that sore from coughing all the time from the stuff coming up/ I've got a, a sore throat [sore throat] it's giving me annoying the crap out of me [discomfort] if you swallow it, which oozes out of your/ the strange thing is I did it/ is that going in your stomach/ the polident is going down my throat/ it's all gone down my throat [accidental ingestion of product] in which it shouldn't do, it states it in your little, little uh on your box, right, and you don't put that much on there. But um the strange thing is I did it. I'm hardly putting any on my upper denture [inappropriate product dose administered] which oozes out of your/ it's coming out/ I'm hardly putting any on my upper denture and it's stillcoming out// not sticking in the denture/ product is not working [product complaint]. Case description: on (B)(6) 2024 a spontaneous case was reported in australia by a patient via call center representative (phone). The report concerns a male consumer. The consumer received polident power max hold + comfort (carbomer+carna+polma cream) lot number tf6s and expiry date 2025-12 for indication product use for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident power max hold + comfort, the consumer experienced medically significant event it must be getting stuck / I've got bits just hanging down there and I can't even cough it up/ I've got a big glob of stuff in the in down my throat/ it's something stuck down there (preferred term: foreign body in throat). The outcome of the events foreign body in throat was unknown. On an unknown date, the consumer experienced a non-serious black stuff is coming out and that's from the actual products/ when I am coughing up. It's black/ sticky (preferred term : sputum discolored), which oozes out of your/ it's coming out/ I'm hardly putting any on my upper denture and it's still coming out/ not sticking in the denture/ product is not working (preferred term : product complaint), if you swallow it, which oozes out of your/ the strange thing is I did it/ is that going in your stomach/ the polident is going down my throat/ it's all gone down my throat, in which it shouldn't do (preferred term : accidental exposure to product), I'm coughing up (preferred term : coughing), my throat's getting that sore from coughing all the time from the stuff coming up/ I've got a, a sore throat (preferred term : oropharyngeal pain), it states it in your little, little uh on your box, right, and you don't put that much on there. But um the strange thing is I did it. I'm hardly putting any on my upper denture (preferred term: incorrect dose administered) and it's giving me annoying the crap out of me (preferred term: discomfort). The outcome of the events sputum discolored, product complaint, cough, accidental exposure to product, oropharyngeal pain, incorrect dose administered, and discomfort was unknown. No medical history was reported. No drug history was reported. The action taken were: for polident power max hold + comfort was unknown. The dechallenge was unknown and rechallenge was not applicable for all events. The causality of the events coughing, foreign body in throat, sputum discolored and discomfort with respect to the suspect was reasonable possibility. The causality of the events product complaint, incorrect dose administered, accidental exposure to product and oropharyngeal pain with respect to the suspect was not reported/ not assessable. This case was associated with a product complaint. The pqc number was reported as (B)(4). The reporter provided the following comment: "you do polident power max. Right, I just want to know, is there a base. This stuff is supposed to be nontoxic and if you swallow it, which oozes out of your, in which it shouldn't do, it states it in your little, little uh on your box, right, and you don't put that much on there. But um the strange thing is I did it and then I'm cough, and black stuff is coming out and that's from the actual products so I can, you know, so that, is that going in your stomach? No, no, no, no, no, no. The polident is going down my throat, and when I'm coughing up because it must be getting stuck on their cause they're not dissolving. And when I am coughing up. It's black. It's the, no, no, not colors, the whole lot of the actual. Sticky, bloody, polident is actually black. "No, it's happened over the last two weeks. And you know, I'm, getting to the stage where it's supposed to bloody keep your teeth there, fair enough, but it's coming out. I'm like, I've got to the stage where I'm hardly putting any on my upper denture and it's still coming out. And I don't have to worry about reaching my mouth but because it's all gone down my throat. "Hold and comfort. Yeah, that's correct. And it'll be, uh, you know, you know it'd be nice if I can let you put down your throat to drag it out because I've got bits just hanging down there and I can't even cough it up because my throat's getting that sore from coughing all the time from the stuff coming up. In australia 4 months, 4. And, and I'm even, even swapped it over tried for about a week or two. Flixodent ultra. The red stuff and that does the same too, and I'm, I'm going to ring them up too because I even had the actual, you know, the, um, what do they call them? Uh, they're like a thing where they, they sit in there and they're supposed to god, I mean, I swallowed 2 or 3 of them. It's like a tissue type stuff that you cut out the thing and you stick, put it in your denture. Oh my god. I don't. We'll put it this way, when I started using it because I got my denture done 6 months ago. This is when it started, when I had to put the stuff in because the dentist told me to buy this stuff, so it doesn't move. And so lo and behold. It's like I've got a big glob of stuff in the in down my throat, which I can't, and I keep trying to cough it up, but it's stuck there, so it's not dissolving, is it? "Why if it's, if it, if it's coming out of the denture and not sticking in the denture when you, when, when it's in your mouth. It shouldn't come out. It should stay there. That's what it's supposed to do, but it's not. Product is not working, because I spoke to that many people and they said, well, your best bet to ring up the company because they'd like to hear. And I even like to ring up, but I'm ringing up this time I just had enough of it. Cough and I, I got the sta where I've got a, a sore throat. I'm taking cough lollies. It's like it's something stuck down there. My god, it's giving me annoying the crap out of me. I go by what it says on the box. That's what it says expiry date is 2025/12. And it's got I think 2 or: I don't have to do with the tea or not because it's on the barcode there. Tf6s. So, yeah it is a t, yup. F for and number 6 and s for. From. They're the ones that recommended it. No, they told me to go to [redacted]. They, they told me to go to [redacted] to get it. It'd be about 3 months. Cause I was using these another product thing. I forget what it's called. They're, they're a tissue thing that's supposed to set in the bottom of you. Your den so when you put it up there and it's supposed to pumping it like a cushion. Well, I was swapping near enough bloody swallowing them because I wasn't doing the job, so they, they just said try the following. So that's what I did. Today cause I use yeah, well, I've, I've used the others right. So I'll just be started, and I because I don't do that. I'll be eating baby food. The next 4 months. So that's why I didn't chance to to get it and do a biopsy and then take the cancers up to you. Because I just wanted well, no, I, I was coughing near the near the uh toilet. And that's what's coming out, and I'm looking in the bottom of the right, well, I'm looking in the bowl there and I'm going. What the hell and the setup. A few times, that's all".

Manufacturer narrative:
Veeva case: (B)(4).